Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was that the pt would like to know if they can do an MRI scan. Pt said the ins was removed back in june of this year (pt did not recall exact date); pt said ins 'moved and broke up from the pouch' that is why it was removed; pt clarified; implant moved in june of this year. Pt said the lead was not removed. Agent redirected the pt to hcp to get a clearance about getting an MRI scan. Pt mentioned that they will just have the hcp remove the lead as well and made inaudible comments about returning equipment. Pt disconnected the call. No symptoms were reported.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt). It was reported that they removed the implantable neurostimulator (ins) because of pocket site pain and the patient feeling they had "low self esteem" from having the battery. There was no breaking of the ins. The battery may have moved slightly which they see with weight changes, but nothing cause by a malfunction of the device. The ins was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.